Event description:
Pt emailed lfs and alleged that their meter was reading inaccurately erratic. The pt obtained a result of 156 mg/dl and within 1 minute 117 mg/dl. The difference of these results exceeds the acceptance criteria. The pt also reported that the test strips were peeling back when inserting them into the test strip port. The pt did not provide any info as to whether the test strips were in good condition or if the technique used was correct. The pt did not report any harm or injury. Based on the info provided by the pt, this case is being reported as a meter malfunction due to the test strips peeling back when inserted into the meter. The meter, test strips, and control solution are being replaced for the pt. No further info has been reported.